Event description:
Additional information received reported that the patient had the por cleared at an appointment on either (B)(6). It was noted that the patient was very pleased with the interstim, and it had worked well, however she was getting a pacemaker implanted in (B)(6) and was concerned that the interstim would stop again.

Event description:
It was reported that there was a loss of therapeutic effect and a power on reset (por) condition. It was stated that the device had been working "fine up until a week and a half ago." The patient reportedly had the "urgency to go," had issues with incontinence "again," and could not feel the "vibration she was supposed to get from the meter." It was noted that the patient forgot how to use the patient programmer. It was stated that the patient was unable to adjust stimulation and saw the "call your doctor" icon. It was noted that the patient had cardioversion on (B)(6) 2012 and had not been able to use her device since. Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v941222, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).